Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were taken to emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was over 800 mg/dl at the time of incident. The customer experienced symptoms such as nausea, abdominal pain and stomach was hurting. The customer was wearing the insulin pump within 48 hours of reported event. Customer was not using auto mode function. The customer was treated with pens and treatment given in hospital was by intravenous fluid and insulin. Customer also reported that the insulin pump had no delivery alarms. The insulin pump will not be returned for analysis.